Manufacturer narrative:
(B)(4). The device was returned and the reported deployment issue could not be confirmed as the stent had already been deployed. Based on a visual inspection, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation concluded that the reported difficulties appear to be due to operational context. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
The procedure was to treat a de novo lesion in the mid iliac artery with mild tortuosity and moderate calcification. A 9x80 mm absolute pro self-expanding stent system was advanced toward the target lesion. While deploying the device the stent missed the lesion and jumped distally. Eighty percent of the 9x80 mm absolute pro was implanted in the intended site. A 9x40 mm absolute pro was used to cover the proximal stenosis. There was no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.